Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator had a morphology supra ventricular tachycardia (svt) discriminator that was not scoring the patient's ventricular tachycardia (vt) accordingly. Programming changes were discussed, but not made as of yet. Further information was requested but not received.